Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the inserter is stripped and worn.

Manufacturer narrative:
The cup positioner was returned for review. Visual inspection reveals that the positioner shows signs of wear and tear, suggesting extensive use. Lateral strike marks are visible on the positioner handle evident of side impaction. The frequency of use of this instrument is unknown. Threading of cup positioner bolt is damaged across its length. Device field age is noted to be approximately 5 years and 4 months based on manufacturing date. Device history record review identified no deviations or anomalies in the manufacturing process. This device is used for treatment. The failure mode of leading thread damage was previously investigated. The evidence of side impaction on the knurled portion indicates off-axis loading of the device. The handle is designed to be struck on the impaction surface and not the side on the knurled portion of the handle. As determined previously, when struck on the side of the handle it creates unintended loading conditions and increased the stress on the threads, leading to stripped or deformed leading threads. Follow up confirms that the positioner adaptor was properly used during all surgeries. Based on review of the returned device, the root cause for the reported issue is damage as a result of misuse of the device.